Event description:
The customer reported that the insulin pump is giving random bolus and the customer¿s blood glucose kept dropping. Reviewed the programming and found that it was not matching up. The customer was getting the boluses while she is sleeping, and she requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be draw at this time. Further info will follow once the analysis has been completed.